Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a clearlink system continu-flo solution set. This occurred during priming. It was stated that they could not prime past the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and one clear passage defect was found. Should additional relevant information become available, a supplemental report will be submitted.